Event description:
It was reported the pt (B)(6) is experiencing pain at her ipg site due to the ipg contacting the bone. Her physician has no treatment planned for this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.